Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy tortuosity and heavy calcification. The 2.5 x 18 mm xience xpedition stent delivery system (sds) was advanced and removed several times, but the sds could not reach the lesion due to the anatomy. During the last attempt to advance the sds, the proximal shaft separated outside the patient anatomy. There was no resistance noted during removal. A new 2.5 x 18 mm xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - re-insertion. Evaluation summary: failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter.